Manufacturer narrative:
Product analysis : analysis confirmed customer comment. Upper case is broken at menu dial. Knob dial is missing. Output connector assembly is broken. Hanger assembly is contaminated. Lower case is cracked at battery drawer. Display wire insulation is pinched, wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knob on the external pulse generator (epg) was broken. The device itself was working without any known issues. The epg was returned for service. There was no patient involvement. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.